Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-nov-2022. Our quality engineer inspected the 6 photos and 8 samples submitted for evaluation. No abnormality observed on the top webs of the samples. From the returned photos, the top web was observed cut and torn. DHR for syringe was performed for the batch 1356174 (catalog 302149) and no quality notification was raised on past 12 months on similar non-conformance. Bd determined that the cause of the failure could be due to incoming material issue. A notice was sent to the supplier to make them aware of the potential issues with their material. H3 other text : see h10.

Event description:
It was reported that 800 bd luer-lok¿ 1-ml syringes 10 ml ll syringe w/o needle experienced damaged packaging where sterility was compromised. The following information was provided by the initial reporter: packaging folds.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 800 bd luer-lok¿ 1-ml syringes 10 ml ll syringe w/o needle experienced damaged packaging where sterility was compromised. The following information was provided by the initial reporter: packaging folds.